Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection : the 22 fr, 30 degree cutting loop electrode, .014 was received with a broken loop.probable root cause could be user error or user mishandling. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the electric loop broke off into the patient and was retrieved.

Event description:
It was reported that the electric loop broke off into the patient and was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.